Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the bilateral patient has suffered symptoms including but not limited to pain, stiffness, swelling, inflammation and reduced mobility. Doi: (B)(6) 2007 (left side), doi: (B)(6) 2009 (right side). ***update*** 8/5/2011 - ppd received for right hip. No new information received that would change the outcome of the investigation. Product/lot codes received. (B)(6). ***update*** 10/26/2011 - ppd received for left hip. No new information received that would change the outcome of the investigation. Product/lot codes received. Update feb 08, 2018: medical records received. After the review of medical records, there is no new information that will change the reportability. Added sleeve adaptor since reported construct is asr. Updated product information. This complaint was updated on: february 12, 2018. Please note that this pc is for the left side. (B)(4) was split into two pcs since both left and right sides were previously reported in one complaint. Please see (B)(4) for the right side.

Manufacturer narrative:
(B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the device revision or replacement.

Event description:
After review of medical records the patient was revised due metallosis. Operative note reported clear amber joint fluid upon opening the joint however, no infection. There was also black stained synovium and joint fluid on the capsule consistent with metal wear debris. Only inferior portion of the cup had fibrous ingrowth.